Manufacturer narrative:
Corrections information has been added to the following sections: a1, d1, d3, d5, e3, h2, h4 additional information has been added to the following sections: h6 annex a, b, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-may-2022 to 28-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system drawer wasn't closing and produced smoke. A field service engineer inspected the system and found burnt retractor band and solenoid. He then replaced the retractor band, solenoid, drawer controller board and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system produced a smoking smell and drawer 2.1 did not close. During device inspection, a field service engineer found that the drawer had a burned out retractor band and solenoid. The device was not located in a patient care area and was not situated near to any flammable materials. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system produced a smoking smell and drawer 2.1 did not close. During device inspection, a field service engineer found that the drawer had a burned out retractor band and solenoid. The device was not located in a patient care area and was not situated near to any flammable materials. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1.1 produced a burning smell, because of the retractor band and solenoid had burned out due to faulty controller board. A field service engineer replaced the retractor band, solenoid and controller board and rebooted the station to resolve. The system was functional as intended.